Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error multiple times during normal insulin delivery. It was stated that sometimes occurs on the fourth day of use of the infusion set. Device was not exposed to a magnetic field or dropped. Customer is able to complete the rewind sequence. Blood glucose value was 16.9 mmol/l. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised that a loaner insulin pump would be sent.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.